Manufacturer narrative:
The customer reported that the audible alarms spontaneously stops alarming for the remote network station (rns or remote monitoring system). Also, when they checked that sound control, the volume setting is all the way down and will not allow the user to raise it. They stated that the only fix he has found is to unplug the rns power cord and essentially hard restarting the rns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the audible alarms spontaneously stops alarming for the remote network station (rns or remote monitoring system). Also, when they checked that sound control, the volume setting is all the way down and will not allow the user to raise it. They stated that the only fix he has found is to unplug the rns power cord and essentially hard restarting the rns.

Manufacturer narrative:
The customer reported that the audible alarms spontaneously stops alarming for the remote network station (rns or remote monitoring system). Also, when they checked that sound control, the volume setting is all the way down and will not allow the user to raise it. They stated that the only fix he has found is to unplug the rns power cord and essentially hard restarting the rns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the audible alarms spontaneously stops alarming for the remote network station (rns or remote monitoring system). Also, when they checked that sound control, the volume setting is all the way down and will not allow the user to raise it. They stated that the only fix he has found is to unplug the rns power cord and essentially hard restarting the rns.